Event description:
It was reported that the biomed had an arctic sun device which was not cooling. The chiller temperature (t4) was 32 degrees. The calibration failed for an error 80( non-recoverable system error) expected 6 actual 29 degrees. They checked and there was water in the chiller tank. Per investigator notification received on (B)(6) 2023, it was reported that the level sensor reads full when half empty, the double bend tube and the chiller evaporator outlet tube were expanded, the tank seals were lifted. The chiller molded tube was cut shorter than factory specifications, and the isolation circuit card sn (B)(6) was replaced as a courtesy with sn (B)(6) due to failure at the depot during a calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation card. The device was evaluated upon receipt. Isolation card failure at the depot during a calibration. Replaced isolation card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed had an arctic sun device which was not cooling. The chiller temperature (t4) was 32 degrees. The calibration failed for an error 80( non-recoverable system error) expected 6 actual 29 degrees. They checked and there was water in the chiller tank. Per investigator notification received on 20jul2023, it was reported that the level sensor reads full when half empty, the double bend tube and the chiller evaporator outlet tube were expanded, the tank seals were lifted. The chiller molded tube was cut shorter than factory specifications, and the isolation circuit card sn (B)(6) was replaced as a courtesy with sn 54531463 due to failure at the depot during a calibration.